Manufacturer narrative:
Analysis not required for expired sealed sensors.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 431 mg/dl. The customer states the sensor glucose reading was 96 mg/dl. Customer checked the blood glucose again after an hour and the sensor glucose was still at 96 mg/dl and decided to eat that resulted the high blood glucose. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.